Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the investigation (log file review) could not confirm the reported issue of "most of their femoral cut were under resected by 4 mm. The distal cut was set for 5 mm but took less than 1mm on the lateral side." The issue was investigated and reviewed by the systems team. The investigation could not confirm the reported issue of most of the femoral cuts were inaccurate as the pointer tool was not utilized to verify the femoral resection planes. The pointer tool was utilized to verify only distal cut plane, which showed ~-2mm inaccurate cut. The investigation found that the most probable root cause of the reported issue is the potential array movement in combination with sub-optimal leg positioning and leg/robot movement. The investigation found that there was significant array movement during posterior chamfer cut step. When bone array moves, the accuracy of the system compromised and this could lead to inaccurate cuts. The investigation found that the verify checkpoint was done before femur and tibia cuts began and were within system threshold limits, but never done verify checkpoint after completing all the femur and tibial cuts, so array movement could not be confirmed. The investigation found that during all femur cuts, the leg was sub optimally placed with a flexion of ~116 degrees of flexion and during tibial cut, the leg was sub optimally placed with a flexion of ~119 degrees of flexion. The leg was likely not appropriately positioned relative to the robotic-assisted device. There are no defects found with the system or software. The software was performing as intended. Root cause: the investigation found that the most probable root cause of the reported issue is the potential array movement in combination with sub-optimal leg positioning and leg/robot movement. No defect was found with the satellite station. Additionally, it was found that the user didn't mount the robot to the bedrail which can be considered improper handling.

Event description:
This is report 1 of 2 for (B)(4). It was reported that during a total knee arthroplasty (tka) the robotic-assisted solution satellite station produced inaccurate cuts. Most femoral cuts were under resected by about 4 mm, the distal femoral cut was set for 5 mm but removed less than 1 mm on the lateral side, while the tibial cut was acceptable. It was reported that femoral cuts had been checked with the pointer prior to cutting, the surgeon completed the procedure manually. An array movement was suspected (timing unknown), and the robot was not mounted to the bed rail. The array set knee device also had an unintended array motion. The devices were operated in conjunction with the robotic-assisted solution base station device. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.